Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 397 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab the customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did return. The customer was advised to monitor pump. The customer was advised that we would send a replacement battery cap. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 397 mg/dl. The customer stated the act and esc button are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump had normal operating currents. No unexpected battery out limit alarm or damage found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corner and with minor scratched display window.